Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.172 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter screws were tightened, and after retesting the device failed the ground resistance test a second time, measuring 0.219 ohms. The power filter module was then replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.031 ohms. CAPA-34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.172 and 0.219 ohms. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.